Event description:
Note: this report pertains to the first of two reported malfunctions occurring during the event. It was reported to boston scientific corporation in 2008 that a needleknife rx was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, after the needleknife was applied, the needle would not retract. The device was removed from the patient without complication. Refer to manufacturer report #3005099803-2009-00224 for details regarding the second device.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is bring returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.